Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned vascular treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue was with the geo module which has no response. On visual inspection, the fse found that the say1 (the plug which connect to the ttcf board) connection was squeezed. The fse re-wired and tightened the connector to say1 to resolve the issue. After the service repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the geometry of the allura device was not working. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.